Event description:
"Surgeon, ohio n2o adapte6 , was doing a lap band procedure and towards the end of the procedure he and surgical staff noticed that the c0r36 kii cannula had broken at the distal tip and left fragments in the patient's abdominal cavity. The surgeon had to then locate the pieces of the cannula that was in the patient's abdominal cavity before he could complete the surgery."

Manufacturer narrative:
The incident device has not been returned for evaluation. Upon receiving and evaluating the incident device, a follow-up report will be submitted.